Event description:
It was reported that the lead was capped and replaced due to a capture anomaly. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.